Event description:
It was reported that the pt underwent an incarcerated ventral hernia repair procedure in 2008. During this procedure the pt was placed under general anesthesia and the procedure went well. Postoperatively five months later, the pt reported experiencing postoperative abdominal pain. The pain is not localized to one area but in general across the lower abdomen. A CT of the abdomen and pelvis with IV and po contrast was ordered. The CT scan showed no current complications. The pt was sent to a pain clinic for an evaluation of the chronic abdominal pain in 2008. He was prescribed ultram 50 mgs 1-2 tablets three times a day as needed. In addition, the pt was given a transcutaneous electrical nerve stimulation unit for the chronic pain.

Manufacturer narrative:
Date sent to the FDA: 08/28/2008.abdominal pain occurred - conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted. The same pt is represented in each medwatch. See 2210968-2008-00749 for the other medwatch.